Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Plastic insulation on colorado microdissection needle showed signs of burning when in use.

Manufacturer narrative:
The visual inspection confirmed the reported event, there are burned damages in the isolation of the needles. The damages are surrounded by prints/damages of medical instruments, which predamaged the isolation. The IFU states clearly that no other devices than those specified in the instructions are to be used. Bending, straightening or removing the needle by means of forceps or pliers is not permitted. Due to the predamages the isolation gets thinner. Therefore the applied voltage heats up the thinner isolation and the burned damages appear. Summarizing the investigation the failure mode (damaged/burned isolation) can be attributed to a user related root cause (predamages resulting from medical instruments).

Event description:
Plastic insulation on colorado microdissection needle showed signs of burning when in use.